Event description:
Reporter alleged obtaining a result of 888 mg/dl on the advantage system which is outside the numeric reading range of the 10-600 mg/dl of the device. Reporter stated she was experiencing hypoglycemic symptoms during the time of testing, so she self treated with food and milk. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.